Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1br8y, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral ne rve stim and gastrointestinal/pelvic floor. It was reported that the patient was having pain in certain areas, which was ruled out as unrelated to the device after the patient¿s healthcare provider turned down the stimulation. In the process of assessing the patient, an x-ray was taken. The x-ray revealed that the lead had moved a little. The patient planned on meeting with their healthcare provider on (B)(6) 2017 to adjust the programming and address the lead issues.